Event description:
It was reported that 10 months after implant in 2005, the pt believes that the pump and catheter may have been disconnected during an "altercation" with the police when the pt landed on his back. The disconnect was confirmed in jan or feb 2009. Initially, the pt had been started on 1/4 dosage of medication in the pump in order to gradual increase the pump dosage while decreasing "systemic" medications. The pt missed multiple refill appointments and the pump was currently empty. The pt was unsure if had saline in it. The hcp no longer prescribed "systemic" medications due to an "altercation" with the np regarding a "false positive" urinalysis for amphetamines. The pt had no current symptoms or at the time of the suspected disconnect. The pt was scheduling an appointment with the hcp. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.